Event description:
It was reported that a patient underwent an unknown surgical procedure and suture was used. The needle broke on the arm zone and all needle pieces were found. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual needle that broke in the area of the channel at the needle eye revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. During visual inspection under a light-microscope, several marks of instrument were found on the needle (especially at the attachment area and at the needle point area) which indicates that the needle was handled there. The appearance of the breakage indicates that the material was overstressed during used (first bent up and then breakage). The device information for use cautions the user that & quot; to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point & quot; in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.